Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with 200 units of insulin. Although requested, the customer declined to load a new cartridge. Blood glucose level was approximately 160 mg/dl.